Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the right hemicolon operation surgery, after severing the colon tissue on the first firing, some staples were malformed with irregular shapes. Changed to a new device to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2020. D4: batch # p57w49. Device analysis: the analysis results found that the ntlc75 device was received with no apparent damage and with a cartridge reload present. The reload was received fully loaded with staples and with the swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device and returned cartridge were tested for functionality, fired without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the three (green ¿ gold - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is follow. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.